Event description:
Foncke, e m.j., et al. Suicide after deep brain stimulation of the internal globus pallidus for dystonia neurology volume 66(1) january 10, 2006. Device manufacturer not identified. Also see manufacturer report number 218207-2009-01219. The patient with cervical dystonia (a pt 13 years disease duration) had been treated with botulinum toxin and selective peripheral denervation previously. There was a history of two periods with depression treated with antidepressants (the first episode with amitriptyline, the second episode with paroxetine) by his general practitioner, but no other psychiatric disturbances. He did not receive extensive psychiatric examination but was considered psychological stable by our dbs team during the screening period. At the time and following surgery, he was treated with paroxetine 20 mg b.i.d. Prescribed by his general practitioner because of difficulties of coping with the disease. Three weeks after surgery, he committed suicide by ingestion of alcohol and antidepressants.

Manufacturer narrative:
This report is being filed following an internal audit.